Manufacturer narrative:
Correction: leads were added to address a pain outside the patient's original pain pattern, as such, this is no longer reportable. Decision is no longer reportable.

Event description:
It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.